Event description:
A patient reported that they were not able to get a reading from the meter. During troubleshooting, it was discovered that the meter did not have a code number. After pressing the "c" button to set the code, the code # was "changing". The issue was not resolved with troubleshooting. Pt was dizzy and nauseous. There was no medical intervention or treatment given. No further information has been reported.